Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("coil to be partly in her uterus and protruding on the left side/ partially within the uterus and partially outside of the uterus.") In an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of abdominal pain, renal cyst, nabothian cyst, paratubal cyst, pelvic pain and follicular cyst of ovary. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 07-dec-2022: pif received: event partial expulsion of device made medically significant and intervention required due to surgery. Essure insertion and removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("coil to be partly in her uterus and protruding on the left side/ partially within the uterus and partially outside of the uterus.") In an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of abdominal pain, renal cyst, nabothian cyst, paratubal cyst, pelvic pain and follicular cyst of ovary. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2021. The reporter considered device expulsion to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.